Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, g2 , of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a gap was generated in light guide (lg) lens adhesive due to physical stress. Additionally, it is likely that the knob wire (k-wire) was broken due to repeated use and strand was raised when forceps elevator was brushed. The event can be detected by following the instructions for use (IFU) section which state: ·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities ·operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator the event can be detected and prevented by following the IFU which state: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps elevator wire was cut off during an unknown diagnostic procedure, which was completed successfully with a similar device. There was no report of patient harm. The device was returned to evaluation where it was found that the lens was dirty and the k wire was cut off and frayed. This medwatch is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
The device was returned to service where evaluation found the reportable malfunctions as well as angulation in the up direction is out of standards due to the worn angle-wire, the cover is discolored, the connector is corroded, the connecting tube protector is cut off, there is noise on the image due to the corroded connector, the gap on up/down knob is out of standards due to the worn angle-wire, the aspiration quantity is out of standards due to the broken channel tube, there is a waterproof failure due to the broken channel tube, the bending tube is dented, the rubber adhesive is broken, the connecting tube is corrugated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.